Event description:
Customer reported false negative pt results on triage d-dimer test compared to another platform (name not provided) and lab analyzer. Customer sample was used as part of a correlation with lab and another platform. The results were negative, compared to those on the other platform. There was concern that there may have been a sample mix-up, so a second draw was done and tested with the same result. Pt was diagnosed with pe.

Manufacturer narrative:
Investigation pending.